Manufacturer narrative:
Diopter: -10.00. Device evaluated by manufacturer: no, device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a12.0mm icm120v4, -10.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. The lens was implanted upside down and was removed during the same procedure. The lens was replaced on (B)(6) 2016. A different model and diopter size was implanted. This resolved the problem. Patient's last visit on (B)(6) 2016, bcva was 20/20.

Manufacturer narrative:
Corrected data: previous exchange date incorrect. Change "the lens was replaced on (B)(6) 2016" to "the lens was replaced on (B)(6) 2016" (B)(4). Additional data: (B)(4).